Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed there was no sound. The asp replaced the speaker to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was no sound. The devices was not in clinical use at time of event, no adverse event was reported.